Event description:
A peritoneal dialysis nurse reported that the pt was admitted to the hospital from (B)(6)2014 with a diagnosis of right ureteral stone with pyelonephritis. A cat scan of the abdomen and pelvis showed a 9x5x6 mm distal right ureteral obstructing calculus at the level of the iliac vessels resulting in mild to moderate right-sided hydronephrosis. Several bilateral non-obstructing renal calculi were present along with a hiatal hernia. The pt was started on levaquin 500 mg every 48 hrs on (B)(6) 2014 to be taken for a total of 14 days. The pt complained of weakness and during the course of her hospital stay had a right nephrostomy tube inserted. The plan was to discharge the pt and have her follow up on an outpatient basis. In the future, she may require a lithotripsy and cystoscopy as an outpatient. She will continue with peritoneal dialysis (pd). The pt was discharged to be monitored closely as an outpatient. Her final discharge diagnoses were: acute right ureteral stone, right hydronephrosis, acute pyelonephritis, sepsis with proteus mirabilis, end-stage renal disease on pd, hypertension, insulin dependent diabetes mellitus, peripheral artery disease , small hiatal hernia, bilateral kidney stones, and hypercholesteremia.

Manufacturer narrative:
The post market clinical staff reviewed the provided medical records. Based on a review of the pt's medical records info, it appears that on (B)(6) 2014, the pt was hospitalized for an obstructing ureteral stone with pyelonephritis. The precise mechanism for stone formation in oliguric and anuric dialysis patients is not known. There was no lab data provided related to the potential formation of ureteral stone such as phosphate, calcium, uric acid, cysteine, and animal protein. The pt's sodium levels were within normal limits. The liberty cycler neither caused nor contributes to the events of obstructing ureteral stones or pyelonephritis, however, this event of hospitalization for obstructing ureteral stone with pyelonephritis will be reported as a serious injury MDR.